Event description:
The patient originally called in 2006 due to getting occlusion on her infusion device. She reported using expired cartridges and adapters. The patient was able to clear the occlusion. The patient was educated on not using expired products, and that using expired products could cause occlusion errors. The patient was able to perform a bolus due to a rise in her blood glucose (value no provided). Patient was sent new adapters and cartridges. Follow-up phone call to the patient was conducted two days later and the patient's niece stated that she experienced elevated blood glucose (381 mg/dl) over the weekend and low blood glucose (value not provided) on monday. The paramedics were contacted. The niece did have much detailed information to provide, but stated that it appeared the patient was given a shot of glucagon, consumed 2 glasses of juice and ate a peanut butter sandwich before the paramedics left. The patient received another follow-up phone call seven days later, and she stated she was doing fine with her infusion device and new supplies of adapters and cartridges. The patient discarded all expired products, so no products will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.